Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a ta and 5w failure. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that there was a ta and 5w failure. A service quote for repair was sent to the customer for approval.

Manufacturer narrative:
The asp replaced the pm pcba and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The customer contacted technical support to report a ta and 5w failure. The associate service personnel (asp) assessed the device and provided repair materials quote. Further details on the actual failure are pending. However, based on the initial report, it is likely the customer mistakenly documented a 5v issue as 5w and interpreted "ta" as a technical assessment t. Until clarified, the manufacturer will consider this a reportable issue. Investigation remains ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, the asp performed diagnostics and confirmed that the 1118 "5 v supply failed" error was logged in the event log. The customer accepted the repair estimate for the replacement pm pcba. The repair is pending.